Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubies were not detected on the bus. The field service engineer (fse) found that three cubies were removed from the drawer and were not detected on the bus. The system was unable to recover the cubies. The fse replaced the retractor band and latch assembly due to an issue caused by a small magnet. A complete hardware test application was then run, and all tests were completed successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple cubies were not detected on the bus in b6n main drawer 5. Cubies c1, c3, and e1 had already been removed by another user but remained stuck on the recover storage space list with the issue listed as device not detected on bus. Recovery was attempted multiple times, the device was powered down, and the drawer cable at the back was removed and reseated before powering the device back on; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.